Event description:
It was reported that the user received an occlusion alert while using an infusion set (contact detach), which resolved only after the user changed supplies. Customer care provided support that included device-use troubleshooting focused on supply replacement and occlusion resolution. Investigation of this case revealed an occlusion associated with the insulin delivery pathway that resolved after changing the infusion set and related supplies, indicating the issue was attributable to the disposable infusion set component rather than the pump. No adverse clinical symptoms reported during the event. Outcomes included temporary interruption in therapy that was resolved with user-directed troubleshooting and education. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable occlusion related to disposable components.